Manufacturer narrative:
Failure to follow instructions incorrect technique. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm diameter abdominal aortic aneurysm. It was reported that after the bifurcated main body was implanted in the aorta, the limb was deployed in the left cia (common iliac artery). However, the limb reached the left eia (external iliac artery), and as a result, the left iia (internal iliac artery) was covered by the stent graft. The treatment length from the flow divider marker of the main body to the bifurcation of the left eia and iia was measured using a pigtail catheter equipped with markers and the limb was deployed while checking the location of the bifurcation of the left eia and iia in fluoroscopy so that the limb would fit within the left cia. However, during the final angiogram, it was noted that the iia had been covered by the stent graft. No endoleaks were observed, and the physician completed the procedure. No additional intervention is planned. The physician stated the cause of the event was vessel morphology. The physician first deployed the limb in the left cia, rather than the aorta and then pushed it to adjust its length. It is reported that the physician assumed that the limb shifted distally due to touch-up, and resulted in the incident. The physician stated that from now on they would avoid pushing a limb in the narrow cia to adjust its length. No additional clinical sequelae were reported and the patient will be monitored by their physician.